Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k) - k130520. The actual sample was received for evaluation. Visual revealed no obvious anomaly, such as a break, which could have led to the poor gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. Bovine blood condition: hb:12.0 g/dl, temp:.37°c., ph: 7.4, svo2: 65% and pvco2: 45mmhg. Circulation condition: flow rate of 5l/min. And 3l/min, v/q=1, fio2=100%. Test result: o2 transfer: @5l/min.: 301ml/min. @3l/min.: 201ml/min. Co2 removal: @5l/min.: 266ml/min. @3l/min.:179ml/min. The test results met the manufacturer specifications and no anomaly was noted in the gas transfer performance. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. IFU states: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the gas flow rate was low for the blood flow rate; because fio2 was not 100%, supplied o2 was insufficient; the performance that fx15-size can provide was insufficient for the patient. However, since the involved pump record and detailed information on the occurrence condition were not available, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the surgery; the surgery was for a mitral and aortic valve replacement on a very sick patient. All started normally as usual, cooling the patient and decreased the delivery of oxygen to 45% with 2.4l/min of gas flows which gave a patient po2 of around 14 kpa. Still was acceptable; however, would expect higher while being at 32°c. Still on the same temperature, after maybe after 30mins, had to increase to 55%. After a while to 65% and gas flow to 2.7l/min and 70% with 4l/min of gas flow. All of the surgical team was informed, that the user was coping; however, that clearly the oxygenator was failing. They decided to rewarm to see if they could cope. By this time, they had everything ready to perform the change out. While warming they had to have the gas flow at 6l/min and oxygen at 90% in order to get proper oxygenation and shortly after the cross clamp was off they asked to resume the ventilation and let the heart do some work which led to normal gas values. They then came off bypass and changed the oxygenator. In order to give volume and be safe in case they had to go back on. The patient did not have to go back on bypass and was okay without ever having to interrupt the circulation for the change-out. The procedure was completed successfully. There was potential harm to patient due to low oxygenation.